Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had an error message: "ecomm response timeout failure" during preventive maintenance on his lvp. I would like to troubleshoot the probable cause with him. But he did not have pc/asm software and the alaris devices with him at the time. I asked him what type of usb adapter he was using, he could not provide that information either. I advised him this may not the issue with alaris devices. It could be a communication problem with his computer (communication port) and the (B)(4). I suggest he get a "tripp lite" usb adapter. Model USA-19hs.